Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that an exalt model d controller was used with an exalt model d scope in a procedure on (B)(6) 2025. During the procedure, visualization was lost. The exalt controller was restarted and visualization returned. Troubleshooting determined that reconnecting a video cable resolved the issue. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event. Note: this report pertains to one of two devices used during the same procedure.